Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrythmia, renal dysfunction, and subsequent patient outcome could not be conclusively established through this evaluation. It was noted that the device will not be explanted for evaluation. The customer reported that no additional information could be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including cardiac arrhythmia, renal dysfunction, and death that may be associated with the use of the heartmate 3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for dyspnea, fatigue, and nausea on (B)(6) 2023. The patient's condition declined quickly and required vasopressor support. On (B)(6) 2023 the patient had an episode of ventricular tachycardia. The patient stated that they did not want to be on dialysis long term and the heartmate 3 left ventricular assist system (lvas) was turned off. The patient passed away within a minute of the lvas being turned off. The cause of death was identified preliminarily to be heart and kidney failure.